Event description:
Additional information received reported that the device was not believed to be faulty in any way. It was stated that the patient had been using a stimulation amplitude of 8 volts, ¿which is why the battery drained so quickly.¿

Event description:
It was reported the patient accidentally turned off ins and experienced return of symptoms. Refer to MFR report # 3004209178-2013-21775.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3391s-40, lot# v395403, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3391s-40, lot# v259776, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had his battery replaced on (B)(6) 2014 and was doing well.